Manufacturer narrative:
Patient's identity, age, sex and weight are unknown. Medical history is unknown.

Event description:
Per complaint (B)(4), implant lost integration. Ther was no patient impact noted.